Manufacturer narrative:
Follow-up #1 date of submission 02/01/2016-device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings:during testing, the pump display screen time out was set to 60 seconds. The display screen appropriately timed out after 60 seconds. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display screen timed out in less time than was set by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.